Event description:
(B)(6) customer ran a blood test on the contour next usb. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Test strips are expected to be returned for evaluation.

Manufacturer narrative:
Model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.